Event description:
It was reported that during an unspecified procedure, the t2 implant of the 'fast-fix 360' failed to deploy. It is unknown if a back up device was available and how the issue was resolved. A non-significant delay took place and no patient complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
Further review of this case indicates this is a duplicate report. The event in this report has been already reported under MDR no. 1219602-2022-00320. All further communication for this event will be managed in that case, including a follow up report with the results of our investigation. We respectfully request to close the case as a duplicate and refer to the referenced case above.